Manufacturer narrative:
Samples collected were a combination of serum and liheparin plasma. Bci cpls (customer product line support) testing determined an interferent in the patient's sample is the root cause for the elevated results. The customer did not report any issues with the system. This reportable event was identified during a retrospective review conducted between (B)(6) 2010 of complaints for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxl 800 access immunoassay system. The results were reported outside of the laboratory and the patient had a cardiac catherization performed.